Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to charge the pump while a belt clip was attached, and the device did not charge until the clip was removed and the pump was placed screen side up as instructed. Symptoms included no user-reported clinical effects. Outcomes included successful charging after user education. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user technique error during charging, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to accessory interference during charging.